Event description:
It has been reported that surgery time was extended. The surgeon felt that the tibial cutting block did not fit properly. The surgeon recut the tibia, and used a p/s insert for better stability.

Manufacturer narrative:
Na